Manufacturer narrative:
Concomitant product(s): product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4),implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID :3998, lot# va0m38j, implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: lead .product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension, analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code was updated.

Event description:
Additional information received from the manufacturer's representative reported the device was explanted and replaced with a manufacturer&#62688;device. There was normal battery depletion. The device was used in the patient for treatment. There was no patient death and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
See manufacturer¿s report # 6000153-2015-00445 regarding the lead for this system. Analysis of the implantable neurostimulator (ins) [serial # (B)(4)] found the battery had reduced capacity due to overdischarge. Test results from device heating during stimulation indicated the ins did not behave differently from the control device. No abnormal hotspots were observed from ir images, and the thermocouple data closely matched control data. Analysis of the extension [serial #(B)(4)] found insignificant anomalies; the extension body was cut through and the product was segmented. Analysis of the extension [serial # (B)(4)] found insignificant anomalies; the extension body was cut through and the product was segmented.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the entire system was replaced on 2015 (B)(6). The patient had mentioned experiencing a burning sensation at the implantable neurostimulator (ins) site and variability in his stimulation. He described it as the stimulation changing intensities despite keeping his head completely still.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer's representative (rep) reported the primary reason for explant of the implantable neurostimulator (ins) as failure. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery site felt like it was burning when the stimulator was on. The burning seemed to intensify as the amplitude was increased. There was pain and a burning sensation at the device pocket and extension location. The extension felt too taught and thus was causing the pain. The lead was cervical and the battery was subclavicular. Impedances were all normal and x-rays were performed. Information obtained later reported that after seeing the surgeon the patient was to be scheduled for a system replacement, the date was not known. They had increased pain but were otherwise doing well. The cause of the event was not determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# va0m38j, implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).